Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a bent grip, causing vertical misalignment of the grips and preventing them from open and close properly. There was a 0.043¿ offset at the tips portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the jaws could not be opened for force bipolar instrument. The procedure was completed with no reported injury.